Event description:
The dentis reported that after two dental implants. Ti titamax ex implant (4.1) 4.0x11 were installed it was verified their non osseointegration. The dentis did not provide more information about the case.